Event description:
It was reported that the customer had a low blood glucose value, 50-59 mg/dl., and that the customer could not get the value to rise. It was reported that the customer spoke with an educator and that the basal levels were then decreased per the educator's advice. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.